Manufacturer narrative:
(B)(4). Batch # unk. Photo analysis: this is an analysis of a photo submitted to ethicon for review. During the visual analysis the following was observed: the photograph shows a device ligaclip*endo med clip applier with a deformed clip on the jaws. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. The manufacturing records could not be reviewed as the batch number is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the el214 did not allow clips to load properly and clip on vessels properly intra op. There were no patient consequences.